Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2013-05708. It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion was located in a heavily calcified and severely stenosed middle of right circumflex artery and distal right circumflex artery. The target lesion located in the distal right circumflex artery was treated with pre-dilation using a non bsc balloon followed by placement of a 2.75x32mm promus premier stent at 15 atm. Post dilation was performed with the same promus premier balloon and the balloon ruptured. The target lesion in the mid right circumflex artery was treated with pre-dilation with a non bsc balloon to 20 atm. The target lesion was pre-dilated again with an nc quantum apex balloon, the apex inflated twice to 18 atm then the balloon burst. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex catheter was received with blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 5mm from the proximal end of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-05708. It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion was located in a heavily calcified and severely stenosed middle of right circumflex artery and distal right circumflex artery. The target lesion located in the distal right circumflex artery was treated with pre-dilation using a non bsc balloon followed by placement of a 2.75x32mm promus premier stent at 15 atm. Post dilation was performed with the same promus premier balloon and the balloon ruptured. The target lesion in the mid right circumflex artery was treated with pre-dilation with a non bsc balloon to 20 atm. The target lesion was pre-dilated again with an nc quantum apex balloon, the apex inflated twice to 18 atm then the balloon burst. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.